Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was broken. The customer¿s blood glucose level was 169 mg/dl at the time of the incident and the. Troubleshooting was performed for sensor anomaly. The sensor will be returned for analysis.

Manufacturer narrative:
Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications. (B)(4).